Manufacturer narrative:
On january 23, 2024, the mentor analysis lab received the suspect medical device for evaluation. On january 26, 2024, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection and microscopic examination of the device. Visual analysis of the returned sample, determined that the breast implant was found to be ruptured. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear on the posterior aspect, measuring approximately 3.5 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast reconstruction surgery with implantation of a 335cc mentor memorygel xtra breast implant prosthesis. Post-operatively, the patient was diagnosed with bilateral baker grade IV capsular contracture of the breasts by a medical professional. As a result, the patient underwent bilateral removal and replacement with 335cc mentor memorygel xtra breast implants on (B)(6) 2023. Refer to manufacturing report number 1645337-2023-14989 for the contralateral event.